Event description:
This is filed to report pericardial effusion. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a functional mitral regurgitation (mr) with grade of 4. An nt clip (11103r172) was implanted with no reported issue reducing the mr to a grade of 1. During a follow up on (B)(6) 2022, it was noted that the clip had a single leaflet device attachment (slda). The clip was detached from the posterior leaflet and the mr returned to a grade 4. On (B)(6) 2022, another procedure was performed to stabilize the clip with slda. One nt clip (20420r173) was implanted with no reported issue, reducing the mr to grade <1. During post case imaging transesophageal echocardiogram (tee), a pericardial effusion was noted. It's origin is unknown. The patient¿s blood pressure slowly declined, and the physician decided to perform a pericardiocentesis. 70cc of blood was obtained, and the patient¿s blood pressure immediately returned to baseline. The patient is stable and was transferred to a unit and monitored. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is filed under a separate medwatch report number.na.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported pericardial effusion. The hypotension appears to be a cascading effect of the pericardial effusion. Pericardial effusion and hypotension are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.